Event description:
Biased high qc and patient crossover results were obtained for troponin I after calibration of the reagent with a new lot, 3dd007, of the loci troponin I calibrator. The calibration was not accepted and patient results were not reported after calibration with the new calibrator lot. The same bias was seen with calibration on two different dimension exl instruments. Patient treatment was not altered or prescribed due to biased high results with the new lot of the loci troponin I calibrator. There was no report of adverse health consequences as a result the high bias of results.

Manufacturer narrative:
Internal testing has confirmed customer complaints regarding an upward shift in qc and patient results following calibration with loci cardiac troponin I calibrator lot 3dd007. Based on internal investigation, siemens estimates that approximately 40% of the calibrator lot is affected. Internal testing on patient samples demonstrated an average upward shift of 24% (range 1% - 33%) when compared to an unaffected lot. Siemens healthcare diagnostics conducted a recall for loci cardiac troponin I calibrator (rc621) lot 3dd007 on dimension exl integrated chemistry systems. An urgent medical device recall communication 13-71 was issued in september 2013 to customers who had received the impacted lot. The customer obtained an acceptable calibration with use of an alternate lot of the calibrator.